Event description:
During an in clinic follow up, far field r wave oversensing resulting in inappropriate mode switching was observed on the device. Technical support was contacted an also noted myopotential oversensing. Technical support recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue being monitored.